Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Healthcare professional additionally reported "tissue adherence". The device was explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening, encapsulation, black particles mold like appearance in device outer surface, fold creases, total delamination plug strap disk shell, wear abrasion and brown particles in device inner surface. A microscopic analysis and leak test were performed which identify: one curved opening striated, total delamination of plug strap disk shell and one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage. One sharp opening in the side posterior assessed as unidentified (tear) opening. Total delamination of plug strap disk shell assessed as adhesive failure. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a right side deflation. Device was explanted.